Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act button dome switch. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked battery tube threads, cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 400 mg/dl. The customer was admitted to the hospital about 2 months ago in may. Customer cause of hospitalization was diabetic ketoacidosis. Customer was on drip while in hospital. Customer did not removed pump until in the hospital. The customer reported via phone call indicating that the insulin pump had damage and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks near battery cap and on pump screen. Customer also stated the arrow button is not responding properly. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was fully locked. The insulin pump passed the displacement accuracy test.